Event description:
The customer reported that while six spectrum monitors were in use monitoring pts, all six units shut down after a list trend was printed. An audible alarm sounded. No pt injury was reported.